Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump experienced delivery anomaly. Customer's blood glucose was 72 mg/dl. Customer reported that insulin pump continued to show a manual bolus when customer was using bolus wizard. Customer also reported tha insulin pump suspended and delivered a bolus without buttons being pressed. Troubleshooting showed that time and date were correct. Alarm history did not show a motor position encoder error alarm. Insulin pump passed displacement test. Customer was advised that insulin pump would need to be replaced.